Manufacturer narrative:
(B)(4). The available information suggests that this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(4) 2014 that this local representative contacted boston scientific's technical services (ts). According to the local representative, this device's battery status indicator was hovering above and below elective replacement time but still at < than 0.5 years. The local representative wanted to discuss whether replacement at this time would be considered medicare fraud. The device was implanted in early-september 2006.

Event description:
Boston scientific received information that this device was explanted in (B)(6) 2014 due to normal battery depletion.

Manufacturer narrative:
(B)(4).